Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with a suspected pocket infection. On (B)(6) 2014 the system was explanted. Cultures collected from the pocket and bloodstream were negative for any bacterial growth. An allergic reaction was suspected. A new system was implanted on (B)(6) 2014 and at follow up three weeks later, the patient was reportedly doing well.